Event description:
On the date of the procedure, after correcting my right eye without event, I experienced a "button hole" cut on left eye during lasik surgery, due to what I was told was an "equipment malfunction." The procedure was stopped and I went home to heal. The procedure was repeated on the left eye 6 months later; however, that eye has never focused well again - (near or far) - and is susceptible to blurriness and irritation. In addition, night vision is diminished.